Event description:
It was reported that the patient with this left ventricular (lv) lead experienced phrenic nerve stimulation due to high pacing threshold. As of this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).